Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found error codes and replaced delivery proportional solenoid (psol) due to error codes. The ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator went into an inoperative condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Evaluation codes result and conclusion. Device evaluation summary: the following part was returned for failure investigation: pressure solenoid (psol). The psol was visually inspected and showed no anomalies. The psol was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.